Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer also reported that they found that the site was kinked. The customer stated that they were having high blood glucose around 411 mg/dl at the time of incident. The customer stated that the blood glucose reached 493 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer reported that the insulin flow blocked alarm was resolved. The customer mentioned that they were hospitalized once due to diabetic ketoacidosis with blood glucose over 700 mg/dl. The customer stated that the insulin pump malfunctioned at the time. The insulin pump will not be returned for analysis.